Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was broken resulting in difficulties charging the pump. The customer's blood glucose (bg) level was 186 mg/dl. The customer reverted to alternate insulin therapy.